Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding an unknown patient receiving an unknown drug, dose, and concentration via an implantable pump for no known indication for use. It was reported on (B)(6) 2016 healthcare professional (hcp) stated while attending a medtronic seminar the speaker reported experiencing a few pocket fills. Hcp did not know any other details. Hcp stated the seminar took place on (B)(6) 2016 in (B)(6). Hcp did not know the name of the speaker who experienced the pocket fills. No symptoms were reported. Hcp did not have direct knowledge of the events and heard about them while attending a medtronic seminar. Hcp requested protocol reviewed at educational seminar specifically for information on pre-assessment done prior to the refill and the post-assessment after the refill (including monitoring patient for 2 hours).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was noted the rep had no further information regarding the pocket fills.

Event description:
Additional information received on 2017-jan-10 from a manufacturer representative reported the name of the presenter at the seminar on (B)(6) 2016 that experienced a few pocket fills. Contact information from the presenter was also given. No further information was received.